Event description:
A peritoneal dialysis patient's contact requested a replacement cycler. The patient has been utilizing hemodialysis treatment due to being diagnosed with peritonitis. The patient will be starting on peritoneal dialysis again, which is the reason a new cycler is being requested. The patient's nurse reported that the patient was treated with antibiotics. The source of the infection remains unknown. A culture was performed which showed growth, however, the nurse was not certain of which organism or the white blood cell count. The culture report and discharge summary are both unavailable.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual examination found no issues. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact requested a replacement cycler. The patient has been utilizing hemodialysis treatment due to being diagnosed with peritonitis. The patient will be starting on peritoneal dialysis again, which is the reason a new cycler is being requested. The patient's nurse reported that the patient was treated with antibiotics. The source of the infection remains unknown. A culture was performed which showed growth, however, the nurse was not certain of which organism or the white blood cell count. The culture report and discharge summary are both unavailable.